Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and was not replaced as the patient was downgraded to dual chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).